Manufacturer narrative:
(B)(4). Eval of the unit could not reproduce the complaint of undetected upstream occlusion. The upstream sensor was found to be working correctly. Upstream occlusion testing was also performed per the spectrum service manual and passed this as well.

Event description:
During baxter's functionality testing it was found that a spectrum pump had an undetected upstream occlusion. There was no pt involvement.